Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.

Manufacturer narrative:
Additional information was provided that the reported event did not result in a loss of ventilation. The reported complaint will be noted during preuse testing as contained in the user manual. Unit continues to ventilate and alarms remain functional. The initial MDR was not reportable.